Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the black box showed no evidence of a low warning alarm. The rewind, load, and prime steps were performed successfully with no alarms. The force calibration testing passed. The pump was exercised for 24 hours and no loss of primes occurred. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal. The ok keypad button was over responsive and all others functioned properly. No physical damage was found to the keypad. The keypad was removed to find the ok button contact cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.